Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The circuit boards in generator electronic enclosure were reseated. The voltage on controller cards was adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.